Event description:
It was reported that during an unknown procedure, clips blocked. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was received: the clip never fired from the device , the clips were stuck in the device.

Manufacturer narrative:
(B)(4). Anti-backup failure. Orange indicator over traveled/ anti-backup failure/damaged ratchet pawl. The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due to the antibackup feature was non-functional two pear shaped clips were fed. The remaining clip was conforming according to manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled and the ratchet pawl was found to be worn out thus; leading to the antibackup failure. The analysis results found that device (b) was received with one unformed clip inside the jaws. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due to the antibackup feature being non-functional, two pear shaped clips were fed. The remaining clips were conforming according to manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled and the ratchet pawl was found to be worn out thus; leading to the antibackup failure. Finally, the device locked out as intended but the orange was visible at 9th firing sequence thus, it over traveled. A batch record review was performed and no anomalies were found during the manufacturing process.